Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, a non-teleflex teflon sheath was noted on a section of the bladder membrane; fluid/liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied inflation driveline tubing was noted connected to the short driveline tubing; the volume adapter was noted disconnected/missing from the inflation driveline tubing and was not returned with the sample. The visible section of the iabc bladder was fully un-wrapped; however, the middle portion of the bladder was noted twisted. A bend to the iabc central lumen was noted at approximately 49.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0076in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. Liquid blood exited. Upon receipt, a non-teleflex teflon sheath was noted on a section of the bladder membrane; however, there is no evidence that the user at-tempted to remove the iabc and bladder through the sheath. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, no damage or abnormalities were noted to the iab bladder. The iabc was connected to an iabp with a lab inventory 50cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping, and the appearance was consistent with being deformed. Furthermore, the pump triggered the "high pressure" alarm within 1 minute after pumping was initiated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The middle and proximal portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. Upon further inspection, an external leak was noted and located around the bifurcate bushing. Upon microscopic inspection, an external leak occurred at the proximal end of the bushing and the appearance is consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 49.4cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed. During the investigation, the returned iabc did not fully inflate or unwrap during pump testing and the pump alarmed for "high pressure". An incomplete bladder inflation can cause the high-pressure alarm. The distal portion of the iabc bladder was noted twisted. Additionally, an external leak was confirmed from the iabc bi-furcate bushing. This combination of damages can cause an inability of the bladder to fully inflate. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted/deformed bladder and leak at the bifurcate bushing. The root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue related to the deformed & twisted bladder. A corrective and preventive action has been initiated to address the issue related to the leak at the bifurcate bushing.

Event description:
It was reported "not unwrapping, even with manual inflation". Additional information states that to continue therapy, another cathe ter was used. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "not unwrapping, even with manual inflation". Additional information states that to continue therapy, another catheter was used. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)